Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured. The DHR was unable to be reviewed for this device due to the time of manufacture. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the cause is unable to be identified at this time. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to h4 of the first follow-up medwatch. This report is being supplemented to provide additional information, based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed/duplicated. It has been over 15 years, since the subject device was manufactured. The DHR was unable to be reviewed for this device, due to the time of manufacture. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not, due to design. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera ii video system center would not power on during an unspecified procedure. Additional details relating to the patient and the event have been requested, but was not available. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report this issue. Customer stated that the device would not power on. Customer confirmed that fuses were checked, power cord and the outlet all appeared to be functional. Hearing that information, tac recommended that the unit be sent in for evaluation and possible repair. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.